Event description:
The ICD involved in this MDR was implanted on (B)(6) 2010 with single coil defibrillation lead (rv coil only, no svc coil). The option "svc coil" was programmed to "yes" even though the shock vector was programmed to "rv to case" and no svc coil exists. Automatic lead continuity measurement feature raised some questions. During the follow-up performed on (B)(6) 2010, a warning was displayed: "svc shock electrode continuity > 3000 ohm. [54] abnormal svc coil impedance on (B)(6) 2010. "During the follow-up performed on (B)(6) 2010, a warning was displayed: "svc shock electrode continuity > 3000 ohm. [54] abnormal svc coil impedance on (B)(6) 2010." According to the specs, automatic continuity measurements are performed once a week; if the measurement is abnormal, a message will appear during the next follow up. However, the hospital technician requested clarifications: the message displayed is not clear. The date presented is confusing for the user. The message should mention for this case "automatic measurement performed every 7 days resulted in abnormal values >3000ohm", and not just one isolated date. In this case, it would be more comprehensive if no specific date appeared than displaying one message associated to one specific date somewhere between follow-ups.

Manufacturer narrative:
(B)(4) - this event concerns a device that was mfg and used outside the united states. Analysis is pending.